Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the ins was being replaced on the day of the report due to overdischarge. The rep also reported that impedances were greater than 4 ,000 ohms during replacement. The rep reported that electrodes 1, 2, 3 were out of range and additional re-insertion attempts triggered more out of range values including electrodes 0 and 4. The rep reported that the only intact electrodes on the left lead were 5, 6, and 7. The rep reported that because the out of range values progressively were worsening, the physician decided to close and end the procedure. The rep was unaware of previously electrodes or programming and would program around the out of range electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the high impedances wasn't determined. The hcp reported that the patient left to the philippines and the high impedances hadn't been resolved. No further complications were reported.